Manufacturer narrative:
Concomitant products: product ID: neu_stylet_acc, product type: accessory. Product ID: neu_ stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. (B)(6). Analysis found no anomalies with the lead (lot # v665196). Analysis found that two stylets (lot numbers unknown) had bent wires. (B)(4).

Event description:
Information was received from a manufacturer representative. It was reported that a lead was replaced after the stylet would not go completely back into the lead. No symptoms were reported.